Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved running the pump in user mode. The reported issue was duplicated during the investigation. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited high occlusion psi. It was reported that there was no patient involvement.